Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The insulin pump received cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that lcd screen was broken and screen was not able to read. Blood glucose was unknown. The insulin pump will be returned for analysis.